Event description:
Discordant, falsely low magnesium results were obtained on patient samples on a dimension vista 1500 instrument. Discordant result(s) for one patient (sid (B)(6)) were reported to the physician(s). The other discordant results were not reported to the physician(s). The samples were rerun on an alternate instrument and resulted higher. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low magnesium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse determined that there was not adequate mixing by sample probe 1. The fse replaced the sample probe 1 mixer and cable and aligned the probe. The system was calibrated and then the fse ran a system check, which passed, and quality controls, all of which were within range. The cause of the discordant, falsely low magnesium results was a malfunction of the sample probe 1 mixer. The instrument is performing according to specifications. No further evaluation of the device is required.